Manufacturer narrative:
The customer reported that the system did not indicate phaco power during surgery. The company service representative examined the system and was not able to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on september 17, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a procedure the parameter showed that ultrasound energy was no longer working. The parameter was reset and the case was completed with no patient harm. This is the first report of two for this facility.